Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on valve bond edge assessed as an unidentified (tear) opening. Crease/folding of implant: observed crease fold on the device. Additional observations: wear abrasion observed on the device. Yellow particles observed inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "a left deflation." Healthcare professional later reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left deflation." Healthcare professional later reported "any creases." Device has been explanted and replaced.